Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 479 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6)2016 due to not having insulin pump and one was over nighted to the hotel. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer was not feeling well and had neuropathy. Customer reported that drive support cap appeared normal. Customer reported that when new insulin pump was received it appeared to already have insulin on pump. Insulin pump already had a button error and an unexpected restart error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no act, up and escape buttons response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.